Event description:
Reporter indicated high lead impedance was received with vns diagnostics testing. The vns was disabled. No trauma had occurred. X-rays were reviewed per the reporter and the lead pin appeared fully inserted. The patient later had vns lead and generator replacement performed. The explanted lead and generator have been returned and are currently in product analysis. Paperwork received with the explanted devices indicated the reason for the surgery was a lead discontinuity.

Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.